Manufacturer narrative:
Details of complaint: the customer reported the central nurse's station (cns) went to a blue screen after a reboot. The customer swapped the hard disk drives and got a "hardware degraded" message. Technical service (ts) informed the customer that they could try rebuilding the drives, but the best option is to replace them. The customer chose to rebuild the drives. No patient harm was reported. Investigation summary: this cns had been in service since 2011. Service history for this serial number shows this is an isolated incident. Nihon kohden does not have a record of device maintenance or component replacement if they were not reported. In addition to preventative maintenance described in the operator's manual, hard drives should be replaced once every two years. With the information provided, the cause of the reboot could not be determined. Hard drive failure is a probable cause. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported the central nurse's station (cns) went to a blue screen after a reboot. There was no patient injury reported.

Event description:
The customer reported the central nurse's station (cns) went to a blue screen after a reboot. There was no patient injury reported.

Manufacturer narrative:
The customer reported the central nurse's station (cns) went to a blue screen after a reboot. The customer swapped the drives and got a hardware degraded message. Technical service (ts) informed the customer that they could try rebuilding the drives, but the best option is to replace them. The customer chose to rebuild the drive. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.